Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event one day after onset. On an unreported date, the patient began treatment with injection (inj) vancomycin (1000 mg, route, duration and frequency not reported) and inj. Ceftazidime (1 gram, route, duration and frequency not reported) for the indication of peritonitis. At the time of this report the patient outcome of this peritonitis event was unknown. The action taken with dianeal therapy was not reported. Additional information was unable to be obtained.